Event description:
The customer complained of a burning smell from the instrument. The instrument was showing multiple error messages. The customer turned the instrument off and unplugged it. The field service engineer reported electronic board components were burnt and smoke was produced. No adverse event occurred. The customer was sent a loaner instrument.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The ts-pc unit with serial number (B)(4) was sent in for investigation. The investigation found that the input capacitor on one of the dc-dc converters was damaged leaving behind traces of melted material and a persistent burning smell. A specific root cause could not be identified. A possible root cause could be related to a slight manufacturing defect in connection with voltage spikes across the capacitor. The more likely root cause is a component failure. The risk of fire is highly unlikely. The surrounding material (display unit) is made of fire-retardant material.